Event description:
Boston scientific received information that during a follow up out of range pacing impedances were noted as well as loss of sensing and capture on this right atrial lead. An x-ray confirmed that this lead was fractured. The lead was explanted will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.